Event description:
It was further reported that the stent did not get damaged during preparation. The device was unable to cross the lesion and the stent damage was noted upon removal from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The distal edge of the 2.25 x 24mm promus element stent was noted to be lifted up outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.